Manufacturer narrative:
Device received with no button response due to moisture damage on electronics assembly. No frozen screen noted during testing. Unable to confirm failed battery test due to keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and the screen was frozen. Customer's blood glucose level was 137 mg/dl at the time of incident. Customer stated that time clock was not advancing. Customer also stated that they not able to clear the alarm. The customer reported that insulin pump buttons did not begin to work in less than 5 minutes without battery change. The customer advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.